Event description:
It was reported that a charger pad for the ilet system was not functioning, as indicated by the absence of the expected indicator light and failure to charge. Investigation of this case revealed a suspected failure of the external charging component. No clinical symptoms reported during the event. Outcomes included the need for replacement supplies. It was concluded that the charger pad malfunctioned and required replacement.